Manufacturer narrative:
Date rec¿d by MFR : 8july 2019, date of report : 31july 2019. The philips field service engineer (fse) verified reported issue touchscreen can't touch and replaced the touchscreen which resolved the reported condition. The fse performed touchscreen calibration which was successful and the device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 17oct2019. Failure analysis on the returned touch screen shows that the touchscreen measured resistance and resistance ratio are out of specification. No further testing is required. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touchscreen failed. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touchscreen failed. There was no patient involvement.